Event description:
This complaint became reportable based on analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The mid lad (left anterior descending) was severely calcified with a 99% stenosis. The taxus liberte drug eluting stent could not cross the lesion. No pt injuries or complications were reported. When the returned product was analyzed it was revealed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation with this batch found no anomalies and the batch met product specifications at the time of release to distribution. The device was returned for analysis and visual examination revealed distal stent damage. Some of the stent struts were flared. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. A severe kink was measured on the hypo tube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). The complaint report states that the lesion was severely calcified and had 99% stenosis present. Heavily calcified lesion are contraindicated in the taxus liberte dfu. These could be potential contributing factors to the complaint incident. The most probable root cause of this event is operational context.